Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider regarding a patient who was currently receiving dilaudid of unknown concentration at an unknown dose and another unknown drug of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain and failed back surgery syndrome. It was initially reported via consumer that he patient was scheduled to have a new pump implanted at the end of the month. It was clarified that the patient was getting a new pump implanted because he had an issue with the current pump. It was further indicated that the patient had lost weight and had gastric problems. The date the issue occurred was unknown, though further noted as having been a month after the pump was implanted. The date (B)(6) 2016 is considered an approximate date of event (year known only). On (B)(6) 2019 additional information was received via a healthcare provider. It was reported that the patient was experiencing pain at the pump site. The patient was requesting repositioning and replacement with a smaller pump. It was further reported that weight loss had caused the pump to protrude from the abdominal wall limiting the patient¿s activity and functionality. It was noted that the weight loss was not related to the pump. The pump was to be replaced on (B)(6) 2018. Regarding what the patient¿s weight was at the time of the event it was noted that there was no significant weight loss documented from 2017 to 2019. No further patient complications have been reported as a result of this event.